Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer refused to answer any questions and just wanted belt clip to be replace. The customer was advise that the belt clip will be replaced. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.